Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation and only the catheter was returned. A strand of fiber was observed attached to the proximal weld joint and was measured to be 4.3cm in length. The proximal and distal balloon weld bonds were examined under magnification (microscope 10x) and evidence of material transfer between the balloon and the catheter shaft was observed, indicating that the laser welding had melted the two components together. The weld bonds appeared to be consistent around the entire circumference of the bonds, with no defects noted. No functional additional testing could be performed due to the condition in which the sample was returned. The investigation is confirmed for a balloon detachment based on the condition in which the sample was returned. The investigation is inconclusive for balloon rupture as the balloon was not returned. The definitive root cause could not be determined based upon the available information. It is unk if pt and/or procedural issues contributed to the reported event. It is likely that the balloon rupture contributed to the reported event. It is likely that the balloon rupture contributed to the balloon detachment.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured (atm unk) during the third inflation in the right subclavian innominate artery. A snare was used to attempt to retrieve the detached segment, but was unsuccessful. The detached segment went to and through the heart and lodged in the pulmonary artery. Pt was transferred to a hospital to undergo surgical intervention to remove the detached segment. The pt was reported in stable condition prior to transport to the hospital.